Manufacturer narrative:
The associated complaint device was not returned for evaluation. A lab analysis performed on the part indicated that wear of the articular surface may have been caused by third-body particulate (bone chips, bone cement, etc.) Or during removal of the implant. Damage to the inferior surface and posterior lock detail could have been caused by the insert riding the lock detail following disassociation. The deformation seen on the insertion tool anterior divots may have occurred during insertion of the articular insert. If this deformation occurred during insertion of the insert, the deformation may have prevented the insert from fully seating in the lock, but that could not be determined from the information provided. No material or manufacturing defects were observed during this investigation. A clinical investigation concluded that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of complaint history revealed no prior complaints for the listed batch for the same failure. A review of the manufacturing records did not reveal any deviations that could have caused or contributed to the reported incident. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to patient pain. During revision surgery, it was confirmed that the insert was disassociated from a baseplate.